Event description:
It was reported that the patient received a blood glucose result of 118 mg/dl at 8:23 a.m. On the aviva system. The patient was feeling well at this time. Around 8:40 a.m., the patient started feeling symptoms of not feeling well, unable to speak clearly, vision impaired, and mentally confused. The patient pressed the life alert button at 8:45 a.m. And she received a blood glucose result of 186 mg/dl on her aviva system at 8:46 a.m. Her symptoms were worsening and she was able to self-treat with orange juice and candy. The patient started to feel better around 15 minutes later. The paramedics went to the wrong house and delayed their time of arrival. By the time they arrived, the patient was feeling better. The paramedics treated her with an unknown IV in route to the hospital. At the hospital, the patient was treated for hypoglycemia with food consisting of a meat sandwich and something to drink from the hospital staff. The blood glucose results taken by the paramedics and at the hospital were not provided. She was admitted into the hospital for 24 hours.